Manufacturer narrative:
Concomitant medical devices: 5076-45 lead, implanted: (B)(6) 2004; 5092-58 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a steady rise in threshold, high thresholds and a possible fracture, potentially related to a clavicle crush. The rv lead was explanted and will be replaced in the future. No patient complications have been reported as a result of this event.